Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error, where the cap fell off the unused line during set up. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user inspect the cassette and tubing for damage. Ensure the tip protectors on the ends of the tubing are on and unbroken. If damage is found, obtain a new disposable set and repeat the inspection procedure. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell 1 of peritoneal dialysis therapy while the patient was connected. The technical service representative explained the alarm indicated that air had entered the set up. The patient stated the cap fell off an unused line during setup. The technical service representative explained that if the cap falls off the line, they cannot use the setup and any lines not being used for therapy need to remain closed. The patient would end therapy for the night. There was no patient injury or medical intervention associated with this event. No additional information is available.